Event description:
In 2004, kinetikos medical, inc., was informed of the explant of a 8mm subtalar mba foot implant from a pt to address pain reported 8 months following the original implant date. No device defects were reported. An investigation was completed.